Event description:
Patient's family member wrote an email received in 2002 in regards to the patient's fasttake meter. They alleged that the meter was giving inaccurate high readings. Patient's insurance provider had forced them to switch to the fasttake meter. Patient has type 1 diabetes. Patient was admitted to the hospital for a week due to the meter's inaccuracy. Patient started having "bad numbers and bad control without any logical explanation". The hospital did meter comparisons with the fasttake meter to their meter. The fasttake's readings were anywhere from 65 to 100 points off. Patient's family member also stated that they only have one ultra meter and they were never sent a second one eventhough the patient is listed as a school student. No further information has been reported. Unable to contact family member to obtain more information. Sending letter.